Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens and the lens was noted to be torn. The incision was enlarged to remove the lens. Another same model lens was implanted. The reporter stated the cause of the damage lens was due to a loading error.

Manufacturer narrative:
Weight - unk. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - visual disturbances, unlabeled. (B)(4) - torn material, unlabeled. Results - visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. (B)(4).